Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Result: stress problem. A total of two outer tubes and one inner tube were returned for evaluation. They were returned without the original pouch and product label. The returned device appeared to be a bur device and based on the condition, appeared to have been used. Upon observation, the inner tube was found removed from the outer tube. The first outer tube appeared free of damage. The second tube appeared to have minor markings and discoloration on the shaft indicating customer use. The outer tube hub was found damaged as it appeared that some portion of inner hub had melted / grinded onto the surface of the outer hub and was clearly visible. This is indicative of long run time at possible higher speeds and excessive application of force by the customer. The inner tube shaft was observed and was found broken at the edge of the ramp near the proximal end. The bur tip was found intact on the broken shaft piece. The welded bur tip itself did not detach from the inner tube component. The inner tube shaft revealed obvious indentations / markings and discoloration close to the breakage point at proximal end. This is indicative of severe use of the device and application of excessive force by the customer leading to an inadvertent breakage of the tip.

Event description:
It was reported that 2 burrs broke during a craniotomy procedure. There was no patient impact.

Event description:
It was initially reported that 2 burrs broke during a craniotomy procedure. There was no patient impact. Additional information received indicated that the burs were used with an m4 on a heavy bone inside the nose. They reported that they were unable to locate a piece of the bur, but there was no report of patient impact. The facility believes the burs broke because it was too heavy of drilling for the bur. They do not believe it was a defect with the burs. They switched to a neuro drill.